Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing noted during atrial tachycardia/atrial fibrillation (at/af) episodes, along with intermittent atrial pacing. The emergency department staff had planned to make adjustments for the elevated rate. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.